Manufacturer narrative:
Upon receipt in our laboratory, device interrogation revealed that the device had reached elective replacement indicator (eri). A longevity calculation using the most recent programmed parameters and therapy use information indicated that the device fell short of labeled longevity expectations. Further analysis of device memory indicated that an eri indicator was declared due to two consecutive charges exceeding the eri charge time limit. In this case, a normal but earlier than expected buildup of internal battery impedance increased charge time, causing the charge time indicator to trip eri early. Despite the longevity shortfall, replacement indicators operated as designed and the device was capable of detecting and treating arrhythmias for several additional months as described in device labeling. This ensured patient safety during the replacement period.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal elective replacement indicator (eri) battery status. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling.